Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2014. The revision surgery was performed due to infection. The surgeon removed and replaced the serf acetabular insert and shell.